Manufacturer narrative:
Date of this report, corrected data: the initial report inadvertently reported the incorrect date. Date received by manufacturer, corrected data: the initial report inadvertently reported 10/15/2016 instead of 10/21/2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's incision site was red and puffy. Surgery was performed on (B)(6) 2016 to determine if the site was infected. During the surgery, the surgeon determined the pocket was infected, and he explanted both the patient's lead and generator. Postoperatively, the patient was prescribed antibiotics. The device history records were reviewed and the generator and lead were confirmed to be sterilized. No known additional surgical intervention has occurred to date. No additional relevant information has been received to date;